Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) and right ventricular (rv) channels. The ra and rv leads were disconnected and reconnected, however, the high impedance measurement remained. The device was explanted and replace to resolve the event and the patient was in stable condition. The impedance values after exchanging the device were within acceptable range.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. Electrical testing was performed and revealed an anomalous transistor in the hybrid. The anomalous transistor was revealed to be the cause of the high pacing impedance observed on the leads.